Manufacturer narrative:
Device evaluation results: the pump was received and basic functions checked, the pump functioned as expected. No failure was detected. The pump's operation log was downloaded and reviewed. The log showed system errors 75 and 123, per the service manual, these errors are normal and expected when the battery has not been recharged and the voltage has dropped below 3 volts. The date of the reported incident is unk and attempts to obtain details from the reporting facility were unsuccessful. This makes it impossible to relate the dates for the system errors and the date of the reported incident. However, the reported malfunction and the errors in the log can occur due to an uncharged battery. Battery voltage was within specification when pump was evaluated and tested. B. Braun completed an evaluation of the pump per the complaint handling procedure. The returned pump was tested per the routine complaint testing requirements, and it completed a 24-hour burn-in cycle with no errors or failures. No cold solder pins were found on the main circuit board. However, the main board was replaced and the system errors 75 and 123 cleared. The pump passed all testing requirements.

Event description:
Malfunction - pt suffered a heart attack and was being transported when an attempt to administer a nitroglycerin drip was unsuccessful due to "when attempting to turn pump on, the pump malfunctioned". Pt expired.